Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "came apart" was confirmed. Reliability engineering performed a visual assessment of the device, confirming that the hose had separated from the connector, most likely due to excessive force applied during cleaning. The device was repaired and returned to service. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device's cord came apart from the drill. The device was being used during surgery, but it was reported that there was no patient or user injury. It is unknown if any medical intervention occurred. There was no additional information provided.